Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, customer reported a leak coming from the front of the lh500 instrument. Customer stated that the volume of fluid is unknown and it was not contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the source of the leak was a tubing from the backwash tank for the probe assembly that was leaking diluent. Fse replaced the tubing. Fse found a second leak from a disconnected tubing in the rear part of the foam trap. Fse noted that the second leak caused solenoid 5, the mixing module white blood cell solenoid and the actuator to no longer function. Fse replaced all the affected components. This resolved the issue. No further leaks were reported.